Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the insulation fell off when the electrode was being removed from the diathermy pencil. There was no patient involvement.

Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meets specification. The picture showed part of the blue insulation on the clear insulation appeared to have been torn from the electrode. The reported condition was confirmed. The investigation found part of the blue insulation on the clear insulation appeared to have been torn from the electrode. Without the physical device, it could not determine why the insulation separated from the electrode. The investigation could not determine the root cause of the customer's report. The customer is advised to send in the incident device, so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the insulation fell off when the electrode was being removed from the diathermy pencil. There was no patient involvement. A photo submitted showing the electrode with its insulation separated from it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.